Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13484. It was reported that a vf episode was noted through merlin.net which noted noise on the right ventricular lead. The device gave atp and then the episode declared return to sinus when the nose ceased. In clinic testing, noise was noted on the right atrial and right ventricular leads via isometrics. Programming changes were made to turn off the device. It was discussed to have the patient scheduled for extraction. The patient was stable.

Event description:
New information received notes that the right atrial and right ventricular leads were extracted and replaced successfully on (B)(6) 2019. The patient was stable throughout and after the procedure.